Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove and inspect parts of the pump for any obstructions, clean specific areas, and follow proper procedures to reload the cartridge correctly. The customer successfully completed the loading process and resumed insulin use.